Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), right ventricular (rv) noise, oversensing, and intermittent pacing inhibition were observed. No asystole was observed. This was noted with the device and a temporary pacing lead. Then the rv noise, oversensing and pacing inhibition were noted after the procedure as well. It was noted that the noise appeared to look like air bubbles in the header. The device was checked the following day and no additional noise was observed, and all pacing and sensing measurements were normal. No adverse patient effects were reported. The device remains in service.